Manufacturer narrative:
(B)(6). The lot number was unknown. Therefore, device manufacture date is unknownas of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during sterile processing and inspection, it was discovered that the small battery drive device had no power. It was further reported that the device was overheating and draining the battery devices excessively. It was reported that the event occurred before use on a patient. There were no delays to a surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.